Event description:
The pt is claiming that the oxygen machine started a fire, however, the pt is a smoker and the caregiver has stated that the pt was smoking in bed. Pt treated for smoke inhalation and burn on the hand.

Manufacturer narrative:
Coordinating a date to evaluate the oxygen concentrator.